Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had an ins replacement on (B)(6) 2019 because it was 10 years old and dead. The rep reported that after the replacement, the patient wasn¿t getting adequate stimulation coverage, so the leads were being replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-08-21. It was reported the cause of lack of adequate stimulation coverage was high impedances. The cause of the impedance issue was unknown. A paddle lead was placed in place of the percutaneous leads. No further complications were reported/anticipated.